Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient presented with new onset of nose bleed from the right nostril which started on (B)(6) 2011. The amount of bleeding was moderate. The patient stated they were having difficulty breathing and they were lightheaded. Direct pressure and nasal packing were applied. Bleeding was now mild. The patient was given antibiotics and a decongestant nasal spray. The patient was admitted to the cardiac intensive care unit. Lowest hemoglobin and hematocrit was 8.2. Coumadin was held and the patient was given a low dose of vitamin k. On (B)(6) 2011 the bleeding stopped and the patient was transferred to step down, where there was no active bleeding but excoriation was seen on the right septum. A small amount of packing was applied in the oropharynx on (B)(6) 2011. The patient continued to get aspirin during admission, and warfarin was restarted on (B)(6) 2011. The patient was discharged to home on (B)(6) 2011. No bleeding seen. No further information has been provided.